Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed low flow alarms on (B)(6) 2021, (B)(6) 2021; however, a specific cause for these events could not be determined through this evaluation. No other atypical events were captured, and the pump operated at or above the low-speed limit throughout the duration of the log files. The pump appeared to operate as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists hepatic dysfunction, renal dysfunction, and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current heartmate 3 lvas IFU (rev. C) also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook (rev. C ) contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient was presenting with fatigue, vomiting, elevated blood sugar, subtherapeutic international normalized ration (inr), elevated lactate dehydrogenase (ldh) at 4176 u/l, elevated liver function tests, creatinine, and potassium. Log files showed intermittent low flow alarms. A CT scan and echocardiogram was performed and there were no findings of inlet or outlet obstruction. Left ventricular end diastolic diameter was larger than previous measurements and the aortic valve was opening with every beat (but speed had been decreased between echocardiograms during a hemodynamic ramp study). The patient received 2 units of fresh frozen plasma. Heparin was held. The patient was given 5 mg of tissue plasminogen activator (tpa) over 1 minute and 10 mg of tpa over 10 minutes. Heparin was restarted and flows improved to 4.1 lpm. On (B)(6) 2021 the patient was still presenting with fatigue and nausea/vomiting along with acute kidney injury, acute liver injury, and ldh at 2500 (u/l). The patient was moved to the intensive care unit in critical condition.